Manufacturer narrative:
A medtronic representative went to the site to service the system. The rotor tractor drive assy was replaced. System checkout performed with satisfactory results. System reassembled and returned to service. The rotor tractor drive assembly was returned for analysis. Confirm reported complaint, "noisy rotor tractor drive." Test tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection shows belt slightly worn from use and is louder than normal when drive assembly is rotating. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000192, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the rotor tractor drive needed replacement. It was making loud grinding noises and was not properly aligning the door during opening and closing movements every time. There was no patient involvement.